Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that an orise proknife was used in the rectum during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, a perforation occurred in the bowel. The perforation was treated using two endoloops in conjunction with fifteen hemostatic clips attached to the mucosa and then cinched closed. The physician deemed the event to be not related to the device and possibly related to the procedure. The patient was admitted to the hospital overnight to undergo additional tests and observation. The patient was discharged the following day on (B)(6) 2021.